Manufacturer narrative:
(B)(4). This reported lot number is subjected to the recall initiated february 8, 2010.

Event description:
According to the reporter: 3 protack instruments were test fired and the handle locked on the first firing for each instrument.